Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 540 mg/dl; he was swimming in the lake and his infusion set site came loose. The customer did not require medical attention or hospitalization. Troubleshooting was declined. No products were returned or replaced.